Event description:
Surgeon reports pt was experiencing "fluttering" in his visual field. Pt's va prior to event was 20/30 and was 20/20 after lens implant. The lens was replaced on 4/22/97. On the first post-operative day the pt's va was 20/40 and he reports no more "fluttering" has been experienced.